Manufacturer narrative:
The lot number was provided for 3 out of 4 malfunctions, therefore lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the four malfunctions. Images are provided and reviewed for two of the four reported malfunctions. All the four reported malfunctions are confirmed for the alleged filter perforation. The definitive root cause could not be determined based upon available information. The devices are labeled for single use. (Corporate lot no : unknown).

Event description:
This report summarizes four malfunctions. A review of the reported information indicates the model rf400j vena cava filter allegedly experienced filter perforation. The report was received from various source. All four malfunctions were involved patients with no known impact to the patient. Of the four reported malfunctions, three were female and one male patient is (B)(6) years old. Two female patient's ages were ranged from 59 to 69 years old and weight ranged from 138 to 244 pounds. The remaining patient's age and weight are not provided.